Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Functional testing was performed and the test passed. A review of the downloaded data log did not find any errors related to the customer complaint. A drop test for intermittency for the liquid crystal display (lcd) was performed and the test passed. The reported event of a frozen screen display was not confirmed. A root cause could not be determined.